Event description:
Same case as manufacturer's report # 6000093-2006-02151. It was reported that 30 days after implantation of 3.5x20mm and 3.0x32mm taxus express2 drug eluting stent, an in-sten restenosis and thrombosis occurred. During the initial procedure, the target lesion was located in the ostial and proximal right coronary artery (rca). Pre-intervention stenoses of 60% and 100%, respectively, were reported. The lesions were pre-dilated with a 2.5x20mm maverick balloon. A 3.0x32mm taxus stent was deployed at 14 atm in the rca in the region of the lesion followed by a more proximal placement of a 3.5x20mm taxus stent deployed at 16 atm. It was not reported that the stents were post-dilated. A post-intervention residual stenosis of 0% was reported for the rca. The patient received atropine during and plavix after the procedure. It was reported that the patient tolerated the procedure well. The patient presented 30 days after the initial procedure with a 75% thrombotic occlusion in the mid/proximal region of the rca and a 100% "diffuse lesion" in the proximal/ostial region of the rca. Multiple attempts to cross the lesion with various guidewires and a 2.5x9mm voyager balloon were initially unsuccessful. The 2.5x9mm voyager balloon was eventually able to cross the lesion and percutaneous coronary transluminal angioplasty (ptca) was performed. A 3.5x20mm maverick balloon was then used to perform ptca. An export aspiration catheter was then advanced into the mid/distal rca thrombus removing 40 cc of aspirate. The 3.5x20mm maverick balloon was repositioned and ptca was repeated. The patient received intracoronary adenosine and intracoronary nitroglycerin during the procedure. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch # 8252336 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. Should further relevant info become available, a supplemental medwatch report will be filled.